Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000117, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the external connector was damaged. The external network connector was replaced. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively while setting up the equipment and delayed the surgery by less than one hour. It was reported that the imaging device was not communicating with the navigation device. The site was able to use the system by connecting directly to the mobile view station (mvs) computer. The surgery was completed with imaging and there was no impact on patient outcome.